Event description:
During a CABG procedure, the suture broke. The surgeon applied another suture to complete the procedure, no pt injury reported.

Manufacturer narrative:
Our evaluation of the subject suture found the suture was damaged at the needle attachment area. The suture may have been damaged prior to attachment.